Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.

Event description:
Consumer reports receiving serious injuries after using heat patch.